Manufacturer narrative:
Investigation summary: one sample was received for evaluation. The plunger rod and the packaging flow wrap are damaged on the top part where the thumb press is therefore failure mode is verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for lot # 8047768 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this type of damage most likely was induced by having the syringe misplaced on the flow wrapper. Rationale: the sensor verifying the syringe is placed in the right position was challenged and it passed.

Event description:
It was reported that bd posiflush¿ syringe plunger was broken before use. No serious injury or medical intervention was reported.